Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented for a follow up visit, high, out of range, low voltage lead impedance issue, no capture at maximum outputs and lead fracture issue was observed on the lv lead. Electrical issues were observed since (B)(6) 2018. Reprogramming changes were made and the lead was functioning normally. Physician opted to not replace the lead due to programming changes being satisfactory for lead function. Patient was stable.